Event description:
The customer tested his blood glucose using his 2 contour meters. One meter read 24 and 27 mg/dl , while the other read 99 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests during the call and the results fell within the normal control range. No product will be returned.